Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, "flexible reamer is bent and will no longer accept a guide wire. It was not put in reverse therefore they are not aware how this occurred."